Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e volutr-26-us, serial/lot #: (B)(4), ubd: 07-feb-2020, UDI#: (B)(4) the valves not returned, therefore no product analysis can be performed. Without return of the devices, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, the valve was intentionally implanted high within the surgical valve. After deployment, the valve remained in place for 30 seconds before dislodging into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. An echocardiogram revealed a jet velocity of over 4 m/sec. A 22 mm balloon aortic valvuloplasty (bav) was used to dilate the valve, causing the valve to dislodge approximately 3mm. The gradient did not resolve, and a 24 mm bav was used to attempt to crack the previous non-medtronic surgical valve and expand the second valve. The valve then dislodged above the level of the surgical valve/annulus and severe paravalvular leak (pvl) was reported. Both valves were surgically removed. No additional adverse patient effects were reported.